Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart xl defibrillator paddle discharge issue. There was no reported pt involvement.